Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated corrected : (B)(6)2007 complaint sample was evaluated and the reported event was confirmed. As returned, the surface of the conical taper exhibits dark debris and a thread like pattern consistent with taper corrosion. Damage is too severe for dimensional analysis of the taper.DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem, unknown 0063055032, 50/52/54 x32 std trilogy liner, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised approximately ten years post implantation due to elevated metal ion levels. The head and liner were revised. Attempts have been made and additional information on the reported event is unavailable.